Event description:
It was reported that the user¿s pump displayed an urgent low glucose of 43 for over an hour while the user felt no symptoms, did not initially perform a fingerstick, and treated with oral carbohydrates including grape juice and glucose tablets before a subsequent fingerstick showed 175 and back in range; a brief sensor issue was also reported and the user planned to troubleshoot to assess whether the low reading related to a sensor issue. Symptoms included hypoglycemia without clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding a medical device problem or device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.